Event description:
Customer's father stated that the customer or the insulin pump is overriding insulin delivery. Caller stated that customer has a doctor's appointment and they will monitor overriding/changing bolus amounts. Explained to caller the max bolus limit. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.